Event description:
This ra lead was implanted on (B)(6) 1993, and is still in active implant. A call to technical services was made on (B)(6) 2014, stating that this lead had noise that was easily reproducable with a chest squeeze. On one event there was noise noted, for about 10 seconds and created a vt event. The patient had his own sinus rhythm so there was no patient adverse effects. The field representative decreased sensitivity from 3.5mv to 7.5 mv to help with any oversensing. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).